Event description:
Same case as MDR ID: 2134265-2014-07365. Reportable based on analysis completed on (B)(6) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The physician treated two target lesions. The first lesion was a 90% stenosed, 4.00x16mm, eccentric, de novo target lesion was located in the moderately calcified and moderately tortuous ostium of mid left anterior descending (lad) artery. The lesion contained a >45 and <90 degree bend. After a non bsc guide wire was crossed the lesion, pre-dilatation was performed with a 3.50x20mm non-bsc balloon catheter resulting in 60% residual stenosis. Subsequently, a 4.00x20mm promus element ¿ stent was advanced to treat the lesion. However, the device was unable to cross despite several attempts to cross, for almost 10-15 minutes. The physician realized that the lesion was tight and additional dilatation was performed, the device was then exchanged with a 4.00x20mm promus element plus stent, which successfully crossed the lesion and post-dilatation was performed with a 4.00x15mm unspecified balloon catheter. The second lesion was a 90% stenosed, 25x2.75mm, eccentric, de novo target lesion was located in the moderately calcified and moderately tortuous ostium of proximal left circumflex artery (lcx). The lesion contained a >45 and <90 degree bend. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x20mm unspecified balloon catheter resulting in 60% residual stenosis. A 2.75x28mm promus element ¿stent was advanced to treat the lesio, however, the device was unable to cross despite several attempts to cross, for almost 10-15 minutes. The physician then realized that the lesion was tight and finally decided to exchanged the device with a 2.75x30mm non-bsc stent, which successfully crossed the lesion. Post-dilatation was performed with a 2.75x20mm unspecified balloon catheter and the procedure was completed. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. There were no issues noted with the profile of the device¿s tip. The tip outer diameter (od) was measured and is within specification. The stent was damaged at its proximal end. The struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).